Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the unknown strip lot. Reference medwatch with patient identifier (B)(6) for strip lot 278312. Note: during investigation of returned meter, the results in memory are 8.7 mmol/l (strip lot 278293) and 4.8 mmol/l.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the unknown strip lot. (B)(4). Note: during investigation of returned meter, the results in memory are 8.7 mmol/l and 4.8 mmol/l. Device will not be returned.

Event description:
Reporter stated that customer received the following results on the mobile system within 5 minutes: 8.0 mmol/l (unknown strip lot) and 4.2 mmol/l (strip lot 278312). Results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, suspect strips have been discarded and will not be returned.